Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the (+) button on the pt's programmer was sticking. A replacement programmer was sent tot he pt. Follow-up identified the pt's issue was resolved with the use of the replacement programmer.